Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510(k): this product is not marketed in the us. (B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that a 12.1mm vicmo12.1, -08.50 diopter, implantable collamer lens was implanted and replaced intraoperatively with a longer length lens on (B)(6) 2022 from patient's right eye (od) due to low vault. This resolved the problem. Cause of the event is reported as unknown.